Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter/doctor contacted animas on behalf of the pt alleging that keypad button presses did not activate desired pump functions. The reporter stated that when trying to program the pump he noticed the down arrow and ok buttons required several presses. No holes/tears were observed on the keypad. However, the reporter stated that the keypad was very "worn". The pt was reportedly in a hosp. However, the reporter stated that the hospitalization was not related to blood glucose (bg) reasons and the pump was not being implicated. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that keypad button presses did not activate desired pump functions. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.